Manufacturer narrative:
During testing and investigation at the service center, the device alarmed check cassette p. The probable cause was due to a proximal pressure sensor calibration drift. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device alarmed check cassette p alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center the device pressure sensor had drifted out of calibration.